Event description:
Customer originally called due to the lack of puncturing finger from the device. Upon review by the first level investigation unit, it was found that the lancet protrudes beyond the end cap of the multiclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.